Manufacturer narrative:
H6 device codes: corrected.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the nurse was unable to flush after the first time, resulting in intermittent imaging as air bubbles could not be removed. The procedure was completed without using ivus. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the nurse was unable to flush after the first time, resulting in intermittent imaging as air bubbles could not be removed. The procedure was completed without using ivus. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed wrinkles around the heat shrink tubing of the drive cable. Impedance testing revealed no electrical issues with the device and a good square image appeared in the ilab system during the imaging test. The device could flush when the telescope was fully retracted but did not flush when fully advance. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. The difficult to flush issue has been investigated further and determined to be connected to the heat shrink tubing wrinkles, however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the nurse was unable to flush after the first time, resulting in intermittent imaging as air bubbles could not be removed. The procedure was completed without using ivus. There were no patient complications.